Event description:
Pt with history of bilateral lower extremity dvt. Gunther tulip filter placed in 2007 and pt developed ivc thrombosis and filter wires (not the legs) found to be fracture prior to intervention to recanalize the ivc. Pt had dvt lysis and ivc filter placed in 2007 at another hospital. Pt referred by hematology for ivc filter removal. Pt underwent recanalization of ivc with ivc filter gunther tulip removal. Prior to removal, filter found to fractured and was removed without complication.